Manufacturer narrative:
Investigation description: the device was powered up and a rewind attempt resulted in the "unable to proceed" error message. After 3 consecutive instances of this error, alert 38 was annunciated. The device was opened and the lead screw nut was found backed fully into the stop, even though the device was reporting the nut was still ~2 units away from home. The motor was unplugged and the lead screw nut was extended manually before the motor was reinstalled. The pump was powered back on and a motor rewind was successful.

Event description:
It was reported that an ilet bionic pancreas displayed consecutive alert 38 messages indicating stalled motor events after a supply change, with the device detecting no insulin and evidence of insulin leakage in the cartridge chamber; the user was instructed to move to backup therapy. Symptoms included none reported. Outcomes included temporary interruption of insulin delivery with a switch to backup therapy. Investigation included remote troubleshooting and user inspection of the cartridge chamber. Investigation of this case revealed leakage in the pump chamber and repeated stalled motor alerts consistent with an insulin delivery obstruction or motor stall. It was concluded that the device experienced a malfunction affecting insulin delivery.